Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient received a vibratory alert at home, patient scheduled an in clinic visit for a device check. Upon interrogation, device alerted for capacitor charge time limit reached. During device interrogation, another capacitor charge with failure to charge issue was observed within the time limit. Patient was scheduled with a cardiologist for a follow up visit to assess next step. Patient was made aware of possible device change out procedure. Patient has no history of high voltage therapy and no shocks were received due to this issue. Patient was stable.